Event description:
During functional testing, the device inappropriately shuts down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was duplicated and attributed to the customer upgrading the program software without upgrading the language software, which resulted in the reported malfunction. The language software was update to resolve the malfunction. The customer received a replacement device.